Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2021 and there are no plans to re-implant the patient with a new device as of the date of this report. This report is submitted on november 26, 2021.

Manufacturer narrative:
Device analysis indicated device failure. Device analysis report is attached. This report is submitted on december 29, 2021.

Manufacturer narrative:
This report is submitted on september 1, 2020.

Event description:
Per the clinic, the integrity test was performed under a general anaesthetic. The implant remains in-situ.